Event description:
Patient at an inpatient rehab on (B)(6) 2023, when staff were unable to connect patient back to wall power. Patient notified to come to the hospital for examination of vad controller. On (B)(6)2023 vad team notified and noted bent pin on examination of controller. Controller exchanged.